Event description:
The patient was in labor. During placement of a labor epidural, one of the needles used for injecting local anesthetic into the skin, broke. It appears to have separated where the metal needle meets the plastic hub. The separation occurred while injecting, but outside of the patient. All of the metal was easily removed from the patient.